Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 700mg/dl. It was stated that the customer was vomiting, he decreased taking fluids and food for twenty four hours, and his blood glucose spiked. It was stated that the customer was treated with an insulin drip when he arrived to the hospital. It was stated that the customer was reconnected to the insulin pump and his blood glucose started to climb. The blood glucose reading at time of call was 440mg/dl. It was stated that the customer was experiencing high glucose for (B)(6). Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the doctor will be making adjustments to bolus wizard and basals settings because they appear to be lower than what the customer needed. No further info was provided.